Event description:
Impedance/resistance increase, apparent lead fracture

Manufacturer narrative:
Brand name is sprint, and implant date is 1999. Evaluation summary: defib conductor fractured; proximal segment returned.